Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2013 due to infection. All components were removed and replaced with spacers and plates. No further information has been provided to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-00992 / 00994 & 1825034-2013-01004).